Event description:
It was reported that during a procedure for an anterior communicating artery a1 segment bifurcation aneurysm, the physician attempted to deliver the subject stent through the microcatheter .during the withdrawal of the microcatheter while deploying the subject stent, significant resistance was encountered. The physician pushed against the subject stent delivery wire and retracted the microcatheter with greater force than usual, but was unable to withdraw the microcatheter. After withdrawal, the physician attempted to retract the microcatheter in vitro, but still encountered significant resistance. The stent had been partially pushed out from the distal end of the microcatheter, with part remaining inside the microcatheter. The subject device was replaced, and the procedure was completed successfully using a new stent and microcatheter. No clinical consequences were reported to the patient due to this event.